Event description:
The customer reported that following a diagnostic catheterization procedure on event date, a vasoseal es was deployed. Following deployment, during occlusive hold, the pt developed a small to moderate hematoma distal to the insertion site. The area was marked by the cardiologist and monitored by the floor nurses. Two days later the pt was transferred to a hospital for intervention and the pt was diagnosed with a pseudoaneurysm requiring compression. Intervention was done through the left groin. No further complications were reported.